Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly, dropping from 100% battery life to 10% after the pump was disconnected from a power source. The customer then plugged the pump back into a power source for 20-30 minutes until the battery gauge showed 100%. There was no impact to the customer's blood glucose level. Reportedly, the customer would continue to use the pump until replacement pump is received.